Manufacturer narrative:
Catalogue # - a partial product code of 35700 was provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion about 70% of the time when starting a new infusion bag. They end up taking out tubing, reloading set to get the infusion running. It was explained that pump downstream pressure alarm setting was set at low. The event happened during medication treatment at the neonatal intensive care unit (nicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.